Event description:
It was reported that during the procedure in the coronary sinus, a pacemaker lead was being advanced over a balance middleweight hydrocoat guide wire and resistance was felt due to a burr on the guide wire. The pacemaker lead could not be removed from the guide wire; therefore, the guide wire and pacemaker lead were removed as a single unit from the anatomy. A new balance middleweight hydrocoat guide wire was advanced and used successfully. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted no blood visible and there was contrast on the coils. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for analysis. The tip was tugged on to confirm that the core and shaping ribbon were intact. There were two bends in the tip, 5 mm and 1.5 cm proximal to the tip ball. There were offset coils proximal to the center solder for a length of 5 mm. The noted bends in the tip and offset intermediate coils are consistent with interaction with the lesion and/or other device as no damage was reported during inspection prior to use. The pacemaker lead used during the procedure was not returned. Factors that may contribute to the inability to advance and retract the other device over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood or contrast, or damage to the other device. Analysis could not confirm the reported difficulty as the returned guide wire was backloaded through a new balloon catheter and removed with no resistance noted. An attempt was made to advance the solder joints of the guide wire through a hole gauge but was not able to advance past the offset coils. This did not meet manufacturing criteria. The outer diameter of the core proximal of the hypotube was measured with a laser micrometer and this met manufacturing criteria. Reportedly, the guide wire was used with a pacemaker lead during the procedure and it should be noted in the balance middleweight guide wire instructions for use intended use section states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty. It is unknown if the use of the guide wire with the pacemaker lead contributed to the reported difficulty. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A conclusive cause could not be determined for the reported resistance with the other device. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents.